Event description:
It was reported that the customer was hospitalized due to an auto accident. The daughter stated that the insulin pump is depleting the batteries, and the customer always had to set the time and date. A replacement of the insulin pump was requested. The call was disconnected and no further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.